Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video of the procedure was provided for review. A review of the instrument logs for the maryland bipolar forceps (part number 420172-17/ lot number n10210830029) associated with this event has been performed. Per the review, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 10 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument sparked in between instrument jaws when energy was being used to cauterize the tissue. It was a new instrument and being used for the first time when 30-45 minutes into the procedure, it started sparking. The procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information on 07-july-2022: the maryland bipolar forceps was inspected prior to use and there was no damage found. An arcing was observed while dissecting the posterior liver surface. The inner plastic insulation on the instrument jaws was found to be burnt after arcing. The covidien valleylab fx generator was used with bipolar coagulation at setting 40 was activated when the arcing event occurred. The cannula was inspected prior to use using pin gauge. The maryland bipolar forceps was used for 30-45 minutes prior to the arcing event. Prograsp forceps and permanent cautery hook instruments were used when arcing event occurred. The instrument tip did not collide with any other instrument or tool during procedure. The maryland bipolar forceps instrument tip(s) were in contact with tissue when the arcing event occurred. The instrument tip(s) did not touch any staples, clips or sutures while energized and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was not removed at any time prior to arcing. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.